Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes." (B)(4).

Event description:
It was reported that the coil became stuck inside the catheter's tip. The target lesion was located in the hypogastric artery. A 6mm x 20cm interlock¿-35 was selected for use. During the procedure when the coil was being deployed through a non-bsc catheter, it was noted that the coil became stuck at the distal tip of the catheter and would not fully deploy. The coil was removed together with the catheter. No patients complications were reported and the patient's status was fine.